Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they are having a sore throat, headaches, dry cough, shortness of breath, vision problems, sinus infections and constantly throwing up. The patient also states that they cant go without the device and are threatening legal action. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.